Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they reported hyperglycemia. The customer¿s blood glucose was over the 400 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump was dropped. The customer stated that they admitted in hospital but not related to diabetic or insulin pump issue. Customer sates that battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had customer applying adhesive to the cracked case at display window corner, minor scratched display window, cracked display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).